Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "most of the tubes are not filling up completely. Per email the customer stated: "we¿re having issue with our lithium heparin tubes, reference # (B)(4), most of the tubes are not filling up completely, most of the time it will just fill half of the tube. The tubes are only filling about 1/3 to 1/2 full. Most of the tubes in this lot # are not filling completely. The pst tube is usually drawn with an edta tube, which is filling properly. They use bd straight needles and winged sets." Additional information: customer states "they are a small hospital and no erroneous results have been noted; however, extra tubes have needed to be drawn."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-16. Investigation summary: bd received 10 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "most of the tubes are not filling up completely. Per email the customer stated: "we¿re having issue with our lithium heparin tubes, reference # 367962, most of the tubes are not filling up completely, most of the time it will just fill half of the tube. The tubes are only filling about 1/3 to 1/2 full. Most of the tubes in this lot # are not filling completely. The pst tube is usually drawn with an edta tube, which is filling properly. They use bd straight needles and winged sets." Additional information: customer states "they are a small hospital and no erroneous results have been noted; however, extra tubes have needed to be drawn."